Event description:
It was reported that the patient experienced an effusion and pericardial drainage was performed. It was also noted the lead exhibited high pacing thresholds. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).